Event description:
Multiple reports received where patients presented to the MRI suite for a scan. The inspire implant and safety guidelines were followed. Shortly after MRI was performed, patient stated the inspire device independently turned on (without use of the remote that was stored in a secured locker). Implant may need to be tested to validate its functionality and performance. Per inspire implant specifications, MRI scan duration is not to exceed scan times of 30 minutes within any 90-minute period. Patient was scheduled for 2 MRI examinations, one of the brain and the other of his c-spine. The MRI of the brain was performed first with the c-spine to follow. After waiting the full 90 minutes between scans, patient was brought back into the MRI room (zone 4), but the patient stated his device turned on again without the use of his remote. To ensure the safety of the patient, the MRI c-spine was not performed. Another report received included a patient implant turning on by itself and stimulating patient tongue and this caused inability to breathe so MRI scan stopped immediately. The implanted medical devices were acting in an incorrect manner.